Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The suture of the first proglide device was deployed and placed as intended. Reportedly, during use of the second proglide device, the suture was not present when the plunger was removed during step 3, a cuff miss occurred. No additional proglide device was available, so only the one suture was successfully pre-placed. The sheath was upsized to a 20f sheath and the tavi procedure was completed. The preplaced suture of the first device was advanced and the knot tightened as intended. Additionally as it was a larger hole, manual compression was applied in addition to achieve complete hemostasis there was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.